Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6), md. Consultation. Admitted to hospital on (B)(6) 2007 with acute onset of lower abdominal pain. CT scan of the abdomen showed findings consistent with acute diverticulitis. Social history: does not smoke cigarettes. Past surgical history: bilateral inguinal herniorrhaphy. (B)(6) 2007: (B)(6), md. History & physical. Admission diagnosis: complicated diverticulitis. (B)(6) 2007: (B)(6), md. Discharge summary. Admitting diagnosis: intraabdominal abscess, diverticulitis. CT scan with percutaneous drainage of intraabdominal abscess. (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: complicated diverticulitis. Procedure performed: exploratory laparotomy. Sigmoid colon resection. Colorectal anastomosis times two. (B)(6) 2007: (B)(6), md. History & physical. Admitting diagnosis: status post exploratory laparotomy with left sigmoid colon resection. Weight 270 pounds. (B)(6) 2007: (B)(6). Radiology-CT abdomen/pelvis. Impression: resolved changes of acute diverticulitis and abscess noted on exam of (B)(6) 2007. Evidence of previous partial colon resection. Ventral hernia containing fat in the lower abdomen-upper pelvis. (B)(6) 2008: (B)(6), md. History & physical. Admitting diagnosis: status post laparoscopic incarcerated ventral hernia repair. Presented with a complicated diverticulitis requiring percutaneous drainage and IV antibiotics, than underwent a colectomy for diverticular disease. Postoperative course was prolonged by persistent pain and small wound infection. Now presents with a very large incarcerated ventral hernia. Underwent laparoscopic repair with mesh. Abdomen: soft. Large supraumbilical, super incisional hernia which is predominant. (B)(6) 2008: (B)(6), md. Operative report. First assistant: (B)(6), md. Pre-procedure diagnosis: large incisional/ventral hernia. Post-procedure diagnosis: large incarcerated ventral hernia. Drains/lines: none. Complications: none. Pertinent history: this is a 45-year-old gentleman initially presented with a complicated diverticulitis requiring percutaneous drain and a prolonged antibiotics then underwent a sigmoid and left hemicolectomy, postoperatively had prolonged course with pain and wound infection and then developed a large incisional ventral hernia, presents today for correction of this. Discussed with him the risk of bleeding, risk of infection, risk of recurrence, risk of scarring, risk of seroma or fluid collection. He stated an understanding of this and wanted to proceed with surgery. Also discussed the possibility of converting to open hernia repair and he stated understanding of this. Also discussed with him the restrictions of no heavy lifting for several weeks postoperatively and, again, he is agreeable to this. Description of the procedure: ¿the patient was brought to the operating suite and placed upon the operating table. Bilateral lower extremity compression boots are placed and general endotracheal anesthesia was provided per anesthesiology. The patient received IV antibiotics on call to the operating room. Foley catheter was inserted and his abdomen was prepped and draped in a sterile fashion. Near the right upper quadrant, a small stab wound was made and a 5-mm laparoscopic trocar was introduced with the laparoscopic camera inserted through in a twisting manner and introduced into the abdomen per dr. Conkel. His abdomen was then insufflated with co2. At this time, the intraabdominal cavity was inspected. There was a large incisional/ventral hernia defect with a large quantity of omentum incarcerated within it. It did not appear to have any bowel incarcerated within it. Somewhat tedious trying to manipulate the camera around this hernia. In the left lower quadrant, we were able to identify a small clear space and a 5-mm trocar was introduced to the abdomen under direct visualization with laparoscopic camera. Using the harmonic scalpel, some of the incarcerated omentum was dissected free from the fascial edge. This allowed us enough room to make a small stab incision in the right lower quadrant and introduced a 5-mm trocar under direct visualization with laparoscopic camera and also a small stab wound in the left upper quadrant and placed a 5-mm laparoscopic trocar under direct visualization laparoscopic camera. Now using all four trocars, the omentum was able to be retracted and removed from the hernia using the harmonic scalpel. After dissection for over an hour, we were able to completely free the incarceration. Next, the falciform ligament was taken down also with the harmonic scalpel very careful to do this as well as to monitor for any bleeding in which there appeared to be none at this time. Using a spinal needle, the circumference of the hernia defect was identified by puncturing the spinal needle through the skin into the fascia approximately 2 cm from the edge of the hernia defect and this was marked on the anterior abdominal wall. After doing this circumferentially, the pneumoperitoneum was discontinued and the abdomen was decompressed. The diameter was measured of the defect. It measured 23 x 28 cm, taking into account also the 2 cm circumferentially of the cleared fascia for over the left of the mesh. At this time, assessing the abdomen, we decide to go with a 20 cm x 30 cm gore-tex mesh with antibiotic impregnation. Did place #1 prolene sutures x 8 around the circumference of the mesh. Next changed the left upper quadrant trocar to a 12-mm trocar and introduced after the mesh with the sutures tied to this and introduced this into the abdomen. At this time, the mesh was unrolled and oriented. We did have corresponding letters on the mesh to the ties as well as to the anterior abdominal wall. We did line these up and this time made small stab incision x 8 around the circumference of the abdomen corresponding to the intracorporeal knots that were already on the mesh. Using a suture passer, these were placed through the incision on the anterior abdominal wall on to the abdominal cavity and grasped each tail of the prolene around the circumference of the mesh, being sure to leave at least 1 cm between the two tails of the mesh. After doing this, it is identified that there was a small gap in the right lower quadrant area. This made a second incision in this area that was more lateral and regrasped the sutures and brought them out more lateral and this allowed the mesh to completely cover the hernia with a very adequate overlay margin of a minimum 2 cm around the circumference of the hernia edge and in some places up to 4 cm overlap. At this time, the prolene sutures were complete and were secured down to the level of the fascia and the excess suture was cut. Then using a vicryl tacking device, placed 24 tacks around the circumference of the mesh to completely secure this to the anterior abdominal wall. On inspection of completion, there appeared to be no slack within the mesh. It had good coverage over the hernia defect itself. At this time, the 12-mm trocar in the left upper quadrant was removed and the fascia was reapproximated with a 0-ethibond suture x 2. The remaining trocars were removed and the abdomen was allowed to deflate. 0.5% marcaine plain was infiltrated in the skin, subcutaneous tissue and around all the incisions, and a 4-0 monocryl suture was used to close all the incisions. Steri-strips and a sterile dressing were applied. The patient tolerated the procedure well. He is going to be admitted for observation in the hospital with plans for discharge home in the next 24 hours.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2008: (B)(6). Radiology-CT abdomen/pelvis. Reason: abdominal pain & swelling. Abdomen CT findings: synthetic mesh is now seen extending along the posterior abdominal wall. There is separation of the mesh from the right side of the abdominal wall with a large recurrent ventral hernia. The abdominal wall defect extends approximately 14.3 cm in transverse width. Omental fat as well as several nonobstructed small bowel loops extend into the hernia sac. No evidence of a bowel obstruction or strangulation. No ascites or free intraperitoneal gas. Impression: large recurrent midline ventral hernia that contains omental fat and several nonobstructed small bowel loops. The right side of the synthetic mesh has pulled free from the abdominal wall. Postoperative changes from partial sigmoid colon resection again seen. Diverticulosis again seen in the distal colon but no evidence of diverticulitis. (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: 1. Removal of prosthetic mesh. 2. Lysis of adhesions, approximately 45 minutes. 3. Ventral hernia repair using a 16 cm x 20 cm alloderm. 1st assist: dr. (B)(6). Anesthesia: general endotracheal anesthesia. Drains/lines: two #19 french flat drains, foley catheter and nasogastric tube. History: this is a 42-year-old gentlemen, well known to me, who I have seen approximately one year ago, when he had acute diverticulitis with complication of an abscess. He had this percutaneously drained and then underwent a sigmoid colectomy. He did well postoperatively and then developed a supraumbilical incisional/ventral hernia and needed to postpone surgery secondary to job constraints. In (B)(6) of 2008, he underwent a laparoscopic ventral hernia repair in which he had a 20 cm x 30 cm mesh patch used to repair the large anterior wall defect. He was doing well and approximately a few weeks ago, had some burning sensation on the right side of his upper abdomen, and then had some problems when he was having bowel movements, and needed to apply counter pressure to his anterior abdominal wall to facilitate a bowel movement. He did get a CT scan at that time, which showed the entire right side of the mesh repair had torn free. Discussed with him and his wife, the risks and benefits of surgery, including but not limited to risk of bleeding, risk of infection, risk of recurrence, risk of scarring, risk of seroma or fluid collection, risk of failure of treatment, risk of injury to any intra-abdominal organs or structures, including but not limited to risk of injury to bowel. I also offered them referral to another physician for surgical repair, and they elected to have me perform the surgery, and are agreeable to proceeding. I specifically discussed with them, in using alloderm, and that it was a tissue-derived from donor cadaveric cells. They stated an understanding to this, and were agreeable to implantation of the alloderm. Description of procedure: ¿the patient was brought to the operating suite, laid supine on the operating room table. He did receive vancomycin on call to the operating room. Bilateral lower extremity compression boots are placed and general endotracheal anesthesia was provided per anesthesiology. A nasogastric tube was placed, and a foley catheter was inserted. The patient¿s abdomen was prepped and draped in a sterile fashion. A midline incision was made through the skin and subcutaneous tissue. The hernia sac was immediately identified. This was separated from the subcutaneous fat and lateral flaps were created of the anterior abdominal wall. The hernia sac was entered, and was excised down to the level of the fascia. The hernia sac, itself, measured the size of a dinner plate. Next, the gore-tex mesh was identified on the left and inferior aspect of the hernia defect. This was removed from the anterior abdominal wall, cutting the prolene suture that were intact, as well as removing some of the vicryl tackers. On the right side of the fascia, there was some remaining prolene sutures, which were intact in the fascia, and these were all removed. Also, there was a few vicryl tacks that were present, and these, too, were removed from the fascia. There were a moderate amount of adhesions, which were taken down both sharply and with bovie electrocautery to mobilize the small bowel from the gore-tex mesh, as well as from the anterior abdominal wall. Next, the skin flaps were raised for approximately 7-8 cm around the hernia defect, circumferentially around the defect. A piece of 16 x 20 cm alloderm was then rehydrated. After correction orientation was delineated, this was placed in an underlay fashion using interrupted mattress sutures of 0 prolene suture. He did have a 5-6 cm underlay of the alloderm in the fascia. The mattress sutures were placed through the anterior sheath, through the peritoneum into the alloderm, back through alloderm, making this taut across the hernia defect, and again having a 5-6 cm under lap of the alloderm and the fascia, and again, mattress sutures of 0 prolene were used to attach the alloderm to the fascia. After all the sutures were placed, these were lifted and tightened, making sure that no bowel or abdominal contents were caught between the alloderm and the fascia, and these sutures were all secured. Next, using a 3-0 pds suture, the edge of the fascia was sewn to the central portion of the alloderm around for the circumference of the defect. Next the incision was copiously irrigated with saline solution. Two puncture wounds were made in the lower abdomen and 19 flat blake drains placed through these puncture sites, and the one on the right-hand side was placed superiorly; and the one on the left side was placed inferiorly. After receiving correct sponge, instrument and needle counts, the subcutaneous tissue was reapproximated with a 3-0 vicryl suture in a running stitch x 2, and the skin edges were reapproximated with staples. Sterile dressing was applied. The drainage tubes were secured to the anterior abdominal wall with silk suture x 2 around each tube and a sterile dressing was applied around these, as well. The patient tolerated the procedure. An abdominal binder was placed on the patient and then prior to emergence from general endotracheal anesthesia, at this time, the patient was transferred to post-anesthesia care unit in stable condition with plans for admittance to the hospital. Will keep him in semi-fowler¿s position and pain control, keep his abdomen decompressed with nasogastric drainage.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] (B)(6) 2008: (B)(6), md. Discharge summary. Admitted on (B)(6) 2008 to undergo a recurrent ventral hernia repair with removal of prosthetic mesh. During hospital course did have fevers and hypotension. Taught how to care for jp drains and was discharged home with drains in place. (B)(6). Radiology-CT abdomen/pelvis. Reason: hernia. There is evidence of ventral hernia repair. There is diastasis of the thin rectus muscles and bowel extending to the abdominal wall however, no extension of bowel into the subcutaneous fat in the anterior abdominal wall is identified on the present exam. Impression: interval ventral hernia repair. (B)(6) 2009: (B)(6), md. History & physical. Status post recurrent incisional hernia repair with alloderm. Initially met him when he had acute diverticulitis. Had percutaneous drains placed and required colon resection and anastomosis. Postoperatively, then developed a hernia, underwent laparoscopic hernia repair in (B)(6) 2008. By (B)(6) 2008, had recurrence and underwent an open repair with alloderm. Since that time, had some swelling in abdomen. Had an episode of gastroenteritis and gi viral illness, where had severe abdominal pain, vomiting and diarrhea. Hernia increased, and had an obvious recurrence of hernia at this time. Two cat scans in that time period which shows no obstruction and no intraabdominal abscess. Past medical history: obesity. Past surgical history: sigmoid colon resection, laparoscopic incisional hernia repair and then open incisional hernia repair in (B)(6) 2008 with alloderm. Abdomen: moderate amount of stria on abdomen, well healed midline incision, slightly widened at approximately 1 cm of the entire length. Above the umbilicus, is tender to the right and left of the midline with swelling in this area. You can see herniation, it is soft and reducible. Assessment and plan: recurrent incisional hernia repair who is undergoing abdominal surgery and being admitted postoperatively. (B)(6) 2009: (B)(6), md. Consultation. Underwent ventral hernia repair. Previous history of laparotomy several years ago for diverticulitis with a partial colectomy. Since then has had 2 separate repairs, which have apparently not been sufficient. Presents with abdominal pain. During surgery had an appendectomy and repair of incisional hernia with alloderm. [Missing records: records for ¿hernia surgery and appendectomy¿ were not provided.] (B)(6) 2009: (B)(6), md. Discharge summary. Date of admission: (B)(6) 2009. Admitting diagnosis: status post large recurrent ventral hernia repair with alloderm implantation. Postoperative course complicated by postop day one having tachycardia, tachypnea, shortness of breath and hyperkalemia. Postoperative days two and three was quite anxious. Postoperative day four became extremely agitated and confused and left the hospital. Left the building and was walking on the sidewalk in 20 degree weather. Was disoriented. Postoperative day six, discharged. Jp drains were removed. Incision was clean, dry and intact. (B)(6) 2009: (B)(6). Radiology-CT abdomen/pelvis. CT pelvis findings: there is an anterior abdominal wall hernia containing portions of the colon, small bowel, and peritoneal fat. The appearance is slightly improved from the prior study with fewer loops of large and small bowel here. It reaches maximum transverse diameter of 24 cm and has complex lobulated components, including a dominant extra lobulation to the left measuring 11 cm in size containing small bowel and a few other smaller loculations superiorly containing only fat. No bowel obstruction is seen as a result. Surgical scarring is seen adjacent to this region. Impression: continued evidence for an anterior abdominal wall hernia again causing no bowel obstruction, however, improved since the prior study containing a few loops of small bowel and containing only a small portion of the anterior wall of a segment of the transverse colon. (B)(6) 2009: (B)(6), md. History & physical. Admitting diagnosis: status post recurrent ventral hernia repair. Previous surgeries who presents again with a recurrent ventral hernia. Has undergone laparoscopic ventral hernia in (B)(6) 2008. This did recur. Had open hernia repair with component separation with alloderm as the bridging material. This recurred superiorly. In january of this year underwent a hernia repair with alloderm again as a bridging material and now has recurred in the left upper quadrant. Is being admitted status post hernia repair. Past medical history: obesity. Past surgical history: includes a sigmoid colon resection for diverticulitis, laparoscopic incisional hernia repair, open incision hernia repair x 2 and inguinal hernia repair in the past. Abdomen: well healed midline incision in the left upper quadrant. Defect that is palpable. Moderately tender. When stands up, there is a large amount of protrusion over anterior abdominal wall. It does extend to the right upper abdomen as well. Assessment and plan: presents with recurrent ventral hernia. Proceed with surgery. [Missing records: records for ¿ventral hernia repair¿ were not provided.] (B)(6) 2009: (B)(6). Microbiology report. Wound/abscess culture. Specimen description: wound. Moderate growth methicillin resistant staphylococcus aureus. No anaerobic growth at 72 hours. (B)(6) 2009: (B)(6). Microbiology report. Wound/abscess culture. Specimen description: jp drainage. Scanty growth methicillin resistant staphylococcus aureus. (B)(6) 2009: (B)(6). Microbiology report. Wound/abscess culture: klebsiella pneumoniae, heavy growth. (B)(6) 2009: (B)(6). Surgical culture. Specimen description: abdomen. Gram smear: moderate gram negative bacilli. Culture: serratia marcescens, heavy growth. Klebsiella pneumoniae, heavy growth. Morganella morganii, heavy growth. (B)(6) 2009: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis. Findings: a few scattered diverticula are seen in the descending colon with no signs of diverticulitis. No free air or fluid within the abdomen. There has been interval repair of the previously seen large anterior abdominal wall midline hernia containing multiple loops of bowel seen in the lower midline abdominal subcutaneous tissues. A small amount of subcutaneous emphysema is seen in the anterior midline subcutaneous tissues. A 3.0 x 6.7 cm irregular fluid collection is seen within the midline subcutaneous tissues of the anterior abdominal wall. Impression: interval repair of the previously seen midline abdominal wall hernia. Soft tissue swelling, fat stranding and induration with a small amount of subcutaneous emphysema seen in the lower midline subcutaneous tissues of the abdomen. A large irregular 3 x 6.7 cm fluid collection is also seen within the lower midline subcutaneous tissues of the abdomen, superficial to the abdominal muscles. These findings are likely postoperative, representing hematoma or seroma. An infection with early abscess formation cannot be excluded. No acute inflammatory changes are seen within the peritoneal cavity or pelvis. (B)(6) 2009: (B)(6), md. Consultation. Complicated abdominal wall abscess. Previous history of herniorrhaphy repairs beginning in 2007. Over the past six months, has been having multiple complications with poor wound healing and secondary wound infections including abdominal wall abscesses. Has never been able to afford wound vac therapy for outpatient wound healing. Has been on extensive antibiotic therapy including zyvox for up to a month in the past for mrsa involved infection. Most recent cultures showed serratia and klebsiella. Underwent incision & drainage of large abdominal wall abscess and placement of drain. Cultures from surgery are pending. Past medical history: obese. Hernias in past. Has had multiple meshes placed including biosynthetic and synthetic. Currently has a synthetic mesh in place since june. Abdomen: obese. Abdomen surgical wound with two entry point sites, but no major large incision. One drain in place. Abdominal wall culture from (B)(6) 2009 with serratia, klebsiella and morganella. Similar culture with klebsiella on august 12. (B)(6) 2009 jp drain culture with mrsa. (B)(6) 2009 abdominal wound with mrsa. Cat scan of abdomen and pelvis from (B)(6) 2009 reviewed. Impression: systemic inflammatory response syndrome. Relapse of abdominal wound complicated by subcutaneous abdominal wall abscess requiring surgical incision and drainage. New surgical cultures pending. Morbid obesity. No definitive diagnosis of diabetes mellitus. (B)(6) 2009: (B)(6). Robert v. Stewart, md. Microbiology report. Surgical culture. Specimen description: abdomen, abdominal wall. Gram smear: few gram positive cocci. Moderate growth beta streptococcus group g. Very scanty growth candida albicans, presumptive ID opportunistic pathogen. (B)(6) 2009: community mercy health partners. Jennifer daniels, md. Discharge summary. Date of admission: (B)(6) 2009. Admitting diagnosis: abdominal abscess. Chronic wound infection. Recently been closed in the operating room and had retention sutures removed approximately 72 hours prior to admission. Then spiked a fever and came to emergency department very dehydrated and in renal failure. Hospital course: admitted and underwent surgery to drain the subcutaneous abscess. We then did reapproximate the wound at bedside. Discharged home with wound care instructions and antibiotics. (B)(6) 2009: springfield regional medical center. David guerriero. Microbiology report. Wound/abscess culture. Results: culture: candida albicans. Staphylococcus-coag negative. [Missing records: records for ¿draining abscess¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh had torn free, mesh removal requiring an additional surgery. Additional event specific information was not provided.